Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that patient was not getting adequate pain relief, and had a return of symptoms. No known external factors that contributed to the issue, and no known troubleshooting. The entire system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: extension; product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: extension; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: lead; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(4), ubd: 30-apr-2012, UDI#: (B)(4) ; product ID: 3708160, serial/lot #: (B)(4), ubd: 31-jan-2015, UDI#: (B)(4) ; product ID: 3778-45, serial/lot #: (B)(4), ubd: 28-jan-2015, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.